Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event code 11, 224, 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The sensor was de-cased and no issues were observed on the printed circuit board assembly (pcba). Source measurement unit and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced described as "nervous and tingling", and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered unspecified medical treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced described as "nervous and tingling", and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered unspecified medical treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.